Event description:
It was reported that the external pulse generator was not powering on. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. Further analysis was performed on the main pcb. However, this analysis was unable to confirm the failure seen during repair of the device. (B)(4).